Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lumpectomy procedure on an unknown date and suture was used to close the skin. The patient returned a week later as scheduled and had a wound dehiscence. The patient was resutured. The surgeon opines that the environment may have been a contributing factor to the wound dehiscence because the surgery was performed in a different operating room than usual.